Event description:
The reporter stated the aa4203tl silicone one piece lens was inspected when removed from packaging and the tech stated "the lens did not look right." The reporter was not sure if the comment meant it was bent, scratched or torn. This lens was never loaded and there was no patient contact.

Manufacturer narrative:
(B)(4). Evaluation codes: method (other) - lens work order search. Results (other) : visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A lens work order search revealed there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
(B)(4): after going through the device history record review it has been determined that nothing in the manufacturing, sterilization and packaging process of the lens contributed to this complaint. Following initial contact and the return of the lens, no further information was provided by the surgeon. The results of a product evaluation did not provide any direction with regards to possible defects with the product. Based on our investigation, the root cause for the complaint could not be determined. (B)(4).